Event description:
A sparc sling was implanted on (B)(6) 2011. It was reported that the pt also underwent a hysterectomy. After the sparc was replaced, urine was observed to be leaking from the incision. "Concern was that the sling may have perforated" the bladder. A cystoscopy was performed and no mesh was found in the bladder. It was decided that the urine leakage was most likely from dissection during the hysterectomy portion of the surgery. However, the sparc sling was removed and a catheter was placed in the bladder for six days.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.